Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device, have analyzed the data, and no anomalies were found.

Event description:
It was reported the lead impedance has tripled since implant. Further reports have been made of high pacing impedence in the right ventricular lead. Records indicate that the lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported the lead impedance has tripled since implant. Further reports have been made of high pacing impedence in the right ventricular lead. Records indicate that the lead was explanted and replaced. No patient complications were reported as a result of this event.